Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the internal gasket tore on three 512 hn trocars causing a constant leak. The case was completed without any further incident. 12/15/1998 only one (1) device was returned, (2) considered.